Manufacturer narrative:
The returned product evaluation confirmed the damage to the catheter. The manufacturing records were reviewed and there are no nonconformances related to this lot. There was no material missing from the catheter. It was determined that the damage was not related to manufacturing and was most likely caused by use. The case the root cause for this failure is undeterminable.

Event description:
Physician pulled out the trapliner 8f after having some resistance during awe cto case, and found that the half pipe has pulled away from the hypotube, however not detached. Physician discovered the half pipe pulled away after removing the device out of the patient.